Manufacturer narrative:
Complaint #: (B)(4). The device was not returned to atricure for evaluation and disposed of by the hospital. The lot number was unable to be ascertained in order to perform a device history review; however, atricure will continue to monitor this issue for any trends that would require further investigation. The user could not conclusively determine the cause of the event.

Event description:
It was reported that following a maze procedure it was post-operatively determined the patient had an internal bleed. The bleeding was determined to be at the junction where the laa lesion to superior pulmonary vein lesion meets the roof and left superior pulmonary veins. The tear was repaired and the patient was recovering well without issue.